Event description:
The customer reported the key is not sensitive; key buttons are out of function intermittently; for example, the diagnostic mode can't enter normally. The field service engineer (fse ) clarified the rotary encoder knob is not sensitive and is out of function intermittently. The customer reported there was no patient involvement.